Event description:
No new information.

Manufacturer narrative:
The reported event was confirmed based on provided CT scans and reports provided by the surgeon. The patient¿s postoperative malocclusion and persistent symptoms were attributed to pre existing conditions, extensive prior surgical history, and irreversible muscular pathology, with delayed FDA compassionate use approval identified as a contributing factor; no device, design, manufacturing, or surgical deficiencies were identified for tmj device ID# (B)(6). Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that after the tmj surgery the patient has jaw functional issues and malocclusion. However, it was reported that the tmj devices are in good position.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.